Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated/corrected: b4: date of this report added d4: lot number added d4: expiration date added g3: date received by manufacturer added g6: type of report added h2: follow-up type added h3: device evaluated by manufacturer updated to no h4: device manufacturer date added h6: type of investigation code updated to 3331: analysis of production records h6: type of investigation code updated to 4111: communication/interviews h6: type of investigation code updated to 4110: trend analysis h6: type of investigation code updated to 4114: device not returned h6: type of investigation code updated to 4117: device not accessible for testing h6: type of investigation code updated to 4109: historical data analysis h6: investigation findings code updated to 213: no device problem found h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021. The surgeon performed a poly swap. The following eleos implants were revised: distal femur axial pin, tibial hinge component, and poly spacer. The following eleos implants remain implanted from the patient's original surgery on (B)(6) 2021: distal femur, cemented segmental stem, male-female midsection, cemented stem extension, and tibial baseplate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The investigation is in process. Attempts have been made and no further information has been made available. If additional information is received, a supplemental MDR will be submitted accordingly. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: 3013450937-2022-00007, 3013450937-2022-00008, 3013450937-2022-00009, 3013450937-2022-00010, 3013450937-2022-00011, 3013450937-2022-00012, 3013450937-2022-00013.